Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/09/2024, an arthrex subsidiary employee reported via sems-(B)(4) that an ar-1400t full thread cannulated interference screw, when inserted in the tibial tunnel, lost the thread and came off the screw material and began to tear the graft (see photo attachment). Another implant was used instead to complete the case. This occurred during an lca procedure on (B)(6) 2024, additional information was received on 09/02/2024: the ar-1400t full thread cannulated interference screw was completely removed from the patient. There was no case delay reported and no additional anesthesia administered. Another r-1400t full thread cannulated interference screw from a different lot was used to complete the case. No adverse effects on the patient were reported.

Event description:
Additional information was received on 11/04/2024: the correct screw part number for this complaint allegation is ar-1400tc biocomposite interference screw, full thread, 10 mm x 28 mm / lot: 15076439.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Complaint allegation is confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.